Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide an update to section g3. It was confirmed that the date was 01aug2024 not 25jul2024.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included an unused and unopened device. The device was unpackaged, and all components were present within the package. The components were inspected, and no damage or issues were identified with any of the returned components. Functional testing was performed by connecting the locator and hemostasis sheath. The components were able to be fully connected, and no issue was identified with the transition point of the device. Dimensional analysis was also performed by measuring the outer diameter (od) of the locator and hemostasis sheath. The dimensions were found to be as follows: locator od - .091, sheath od - .116. The locator and hemostasis sheath were found to have been within the appropriate specification of 0.092'' +.000 / -.002 and 0.114" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was unable to be confirmed for a device-related issue. The exact root cause cannot be determined. The likely cause was determined to have been difficulty with device insertion due to improper insertion angle. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device would not slide into the patient/vessel, the device would get held up at the distal end. The procedure performed was a peripheral angiography. There were no adverse events. Additional information was received on 14aug2024: hemostasis was achieved by manual compression. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was an issue with insertion of device. The closure device was not making it into the artery and getting caught at the transition step. They did not get to the second step of the angio-seal. A pre-deployment angiogram was performed. No blood loss was reported.

Manufacturer narrative:
B3: date of event: 2023. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.